Manufacturer narrative:
H4: device manufactured between march 2, 2020 to march 3, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification. Based on the functional flow test result, the folfusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was discovered that the device still contained medication which had not been delivered to the patient and therefore the patient did not receive their full dose of treatment. The device had been filled with 18000mg piperacillin/tazobactamin in 230 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.